Manufacturer narrative:
A non-sterile 3.50 x 23 cypher us otw was received coiled inside a plastic bag. At a glance no anomalies were found. During inflation test, a leak was found at the proximal section of the balloon. Microscopic analysis revealed external surface damage and the balloon leak-site inner surface showed no evidence of surface damage. The leak sites surface irregularities and shape suggests that the failure occurred from the outside to the inside. The exact cause of the possible external damage could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer compliant of balloon burst was confirmed through failure analysis. With the limited information provided it is not possible to determine the exact cause of the failure, but his type of failure with evidence of external damage to the balloon is most often the result of vessel/lesion characteristics especially if the lesion is not pre-dilated.

Event description:
The cypher stent 3.50 x 23 deployed but the balloon ruptured at 14 atm. There was no patient injury reported. The target vessel was the mid lad. The vessel was mildly calcified. There was no difficulty advancing the cypher. The stent was deployed in the target lesion. It was post-dilated. There was no difficulty removing the delivery system from the patient. No other anomalies were noted with the device.